Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via a merlin.net transmission. Reprogramming was recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.